Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the episodes of non-sustained right ventricular oversensing were believed to have been caused by myopotential oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.